Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error on the insulin pump. She stated that she pressed the escape and then the act button and was able to rewind the insulin pump. Customer could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. The blood glucose reading was 211 mg/dl. Nothing further was reported.